Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor was not paired to the ilet, leading to loss of cgm signal to the ilet and suspension of automated insulin delivery until the sensor was replaced and completed warm-up; during this period the highest recorded blood glucose was 264 mg/dl, the glucose remained out of range for approximately seven hours, and the user planned to allow the ilet to correct once readings resumed. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer interview and review of device usage and event history. Investigation of this case revealed signal loss to the ilet only, consistent with a connectivity or pairing interruption between the cgm and the ilet, with the ilet providing alerts for high glucose during the event. It was concluded, based on previously established findings for similar reports, that user-system pairing interruption and subsequent cgm warm-up were the most likely causes.